Manufacturer narrative:
The lifter and tcs sub-chassis were inspected and tested by an arjo investigator. Checks revealed the lifter itself was satisfactory with no faults found. A function test was also carried out and the lifter performed to specification. The tcs sub-chassis was inspected. The cause for the chair to tip was due to worn inserts in two castors, one was so badly worn it allowed the caster to detach from the tcs sub-chassis frame and as a result caused the reported incident. No other faults were found with the tcs sub-chassis. Based upon the report received, it is concluded the reported incident occurred as a result of worn inserts within the castor. However, it is also conclude this reported incident may not have occurred had the tcs sub-chassis been inspected prior to use as laid down in the pms. Arjo installed two new castors (B)(4). These new castors now have cast metal inserts, in place of plastic inserts as found in those that failed, to strengthen their fixing. All new castors are now to this standard. It is recommended the facility inspect the tcs sub-chassis for loose castors prior to every use as laid down in the preventive maintenance schedule for this lifter.

Event description:
The pt was being transferred out of the bath. The sub-chassis was attached to the chair then the chair was lowered to the floor. At this point one of the wheels detached from the sub-chassis. The chair tilted to one side and the pt fell to the floor. No injuries were reported, but the pt was monitored. (B)(4).